Event description:
Tech alleged that the bed would not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
Tech found the grey wire pulled from 3 pin connected at the bed frame. Tech removed the pin from connector and soldered wire to pin. Tech installed pin into the connector and adjusted the trendelenburg switches to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.